Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use an everflex entrust self-expanding stent system with a 5fr non-medtronic sheath and non-medtronic guidewire during treatment of a 140mm calcified lesion in the patient¿s distal left superficial femoral artery (sfa) of diameter 4mm. Slight vessel tortuosity and moderate calcification are reported. Lesion exhibited 85% stenosis. No damage was noted to the product packaging prior to use. No issues were noted when removing the device from the packaging. IFU was followed and the device was prepped without issue. The device was passed through a previously deployed stent, but no resistance was encountered during advancement. The thumbscrew/lock-pin was checked for securement prior to procedure. No damage was noted to the deployment mechanisms or device handle prior to attempted deployment. The lock-pin was removed once target location was reached and stent was ready to deploy. Deployment issues were noted. Partial deployment is reported. The physician lost access when removing the stent and sheath. Access was regained and the physician noticed the heparin was not working and had to use a unified thrombolysis catheter overnight. The next day, an evercross pta balloon was used in the area and no stent was placed. All thrombosis was dissipated with follow-up angiogram. Thrombosis was not related to the stent per physician. No patient injury reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.